Manufacturer narrative:
Returned product analysis revealed that the condition of the returned unit was consistent with the complaint incident. Visual examination of the unit revealed damage to the distal edge of the stent. Two distal stent struts were pulled distally towards the tip. This type of damage is consistent with the delivery system encountering some form of restriction. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the top assembly shop floor paperwork found that the device met its material, assembly, and product specifications. The most probable root cause of this complaint can be attributed to handling damage.

Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug-eluting stenting treatment procedure, the 3.50x20mm taxus liberte drug-eluting stent (des) was unable to cross the 90% stenosed, severely tortuous, and calcified right coronary artery (rca). No patient complications were reported. However, returned product analysis revealed damage to the distal edge of the stent.